Manufacturer narrative:
No device associated with this report was received for examination. Review of device history records finds no related manufacturing deviations or anomalies on the reported lot number. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The vial for the monomer did not snap off properly and the glass broke at an angle that caused a cut on the scrub tech.